Event description:
It was reported, that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 148 mg/dl. The customer will continue to use the pump for insulin therapy. And a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.